Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device evaluated by MFR: the returned product consisted of the mach1 guide catheter. The hub, shaft, and tip were visually and microscopically examined. Blood was present inside the hub and shaft. Inspection of the device revealed that shaft was twisted with damaged braiding and detached at the end of the strain relief. The shaft was also kinked 1.7cm distal of the strain relief.

Event description:
Reportable based on device analysis completed on december 01, 2021. It was reported that the hub detached. A percutaneous coronary intervention was being performed. This mach1 guide catheter was selected while mildly torqueing the device to engage the coronaries the hub detached and twisted off. No patient complications were reported. However device analysis identified a detachment at the end of the strain relief.